Event description:
An altitude alarm was declared on the pump, resulting in the suspension of the customer's insulin delivery. The customer's blood glucose level was reported at 138.60 mg/dl, which is within the normal range, and there was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to perform maintenance on the pump, including cleaning and loading a new cartridge, but the alarm recurred. Consequently, technical support decided to replace the pump and cartridge to ensure uninterrupted insulin delivery. The customer reverted to an alternate method of insulin therapy.